Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument could not be removed. The trocar site was reviewed through camera and surgeon found that the instrument was stuck in an open position. The surgeon attempted to close the instrument with manual portion and was able to close the jaws enough to get the instrument out of a trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged grip ring likely causing the grip tips to not open. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter. When placed on an in-house system, the instrument passed recognition and engagement tests. It moved intuitively with full range of motion in all directions. The probable root cause of a dislodged grip ring is attributed to the manufacturing process.